Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed compromised force sensor system and motor error alarm. The customer stated that the drive support cap was appeared normal. Customer did not report motor position encoder error. Customer was unable to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test however a33 alarm during prime or a33 test at 4 lbs and motor error alarm during the basic occlusion test due to loose drive support disk. The motor was tested outside of the device and passed.